Manufacturer narrative:
Date of event: unknown, information not provided. If implanted; give date: not applicable as the iol was not implanted. If explanted; give date: not applicable as the iol was not implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported pcb00 20.5 diopter intraocular lens (iol) had a defective tip. Through follow up, customer account provided additional information confirming there was no patient contact. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for investigation: yes, returned to manufacturer on: 12/07/2018. Device returned to manufacturer: yes. Device evaluation: the intraocular lens was returned to the manufacturing site for investigation. The preloaded insertion system was received in its original box. A visual inspection was performed. The lens was observed stuck at the cartridge tube and tip. The push rod over road the lens. The condition observed in the pcb00 device is consistent with a unit that has been handled. The cartridge tip was observed cracked. Stuck in cartridge was observed. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.